Event description:
The customer reported via phone call that they were hospitalized due to retainer damage on unknown date. The customer did not provided any information about the symptoms. Customer had been using insulin pump system the insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.